Event description:
It was reported that prior to starting a da vinci surgical procedure, the cable on the permanent cautery spatula instrument was disengaged. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found conductor wire dislodged at the conductor cap. The conductor wire was not damaged and electrical continuity test was performed and passed. Additional observation not reported was the ears of the proximal clevis were broken and missing material. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the missing material from the broken ears of proximal clevis found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.